Event description:
It was reported the electrosurgical generator had an e433 error code-internal hardware error. The issue occurred during routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/full address: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the suggested event was confirmed by olympus. A definitive root cause could not be determined however, several factors may have contributed to the reported error code: based on the results of the investigation, it is likely the following led to the malfunction: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user operates the foot switch during the start-up of the device (temporary error caused by the user's action). 3. Defective footswitch due to short-circuit in the footswitch plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between hvps board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. Defective transformer tr1 on the generator board (permanent fault). 8. Defective current converter on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak rectifier on the generator board (permanent error). 11. Missing driver signal for the output stage of the generator board (permanent error). 12. Output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short-circuit of the mos transistors (permanent error). In such cases, popping noises or sparks can sometimes be observed or noticed by the user. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230v. 15. Defective hvps board due to thermally damaged inductor l3. 16. Defective motherboard due to short-circuit of resistor ntc1 (permanent error). 17. Defective motherboard due to defective adc (permanent error). 18. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.